Event description:
Hospital or personnel were performing open-heart surgery and the device was used to "restart" the heart. The device delivered 10 joules, then 20 joules with no conversion. The device was charged to 50 joules but, according to the reporter, the energy was dumped before it was transferred, and then subsequently happened again. Subsequently the device delivered 50 joules and the patient's heart was restarted. No adverse affects to the patient were reported as a result of the alleged malfunction.